Manufacturer narrative:
The t:slim pump user guide states that the user can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off).no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm. The customer's blood glucose level was impacted 500 mg/dl. The customer administered a manual injection. Tandem technical support educated the customer on how the auto-off alarm was triggered and to discuss the setting with a healthcare provider prior to making any changes.